Event description:
Follow up information reported that troubleshooting for the event was that several methods and positions were tried for coupling with the implantable neurostimulator (ins) without success before the ins replacement. Since the replacement, the new ins was working ¿optimial¿ and that the patient was charging ¿ok¿ now. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37081-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported there was no communication during the troubleshooting and the patient did not receive therapy.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found "hybrid lockup." The ins was received with no telemetry. It could not communicate with any of the external devices: 8840 clinician programmer, ins recharger, patient programmer or rx1 lab programmer. A total of (6) physician mode recharges (pmr) were performed with no response. Telemetry could not be restored after each pmr. After the ins can was cut open per the destructive procedure, telemetry was checked again. It was noted that the device had undergone a power on reset (por), and telemetry was restored. It was able to communicate with the above mentioned external devices. It is likely the ins was in a locked state and during destructive analysis, the device experienced a por and telemetry was restored. As a result, the cause of the locked state was lost and could not be confirmed. It was also noted that there was foreign material in the port. Final analysis of the lead found insulation broken at the thermal bond.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to charge their battery after a revision procedure. It was also reported the patient's battery was "totally empty" and the extension had a broken insulation. It was reported the patient experienced no harm or injury. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.